Event description:
Tech alleged that the side rail would not latch. No pt impact.

Manufacturer narrative:
The tech replaced the side rail bracket and cleaned the side rail latching mechanism to resolve the issue.